Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and the touchscreen became cracked and unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly the customer had an alternate method of insulin delivery available.